Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-00167, 2017865-2025-00169, 2017865-2025-00171. It was reported that the patient experienced cardiac arrest and passed away. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, left ventricular (lv) lead and right atrial (ra) leads were explanted.

Manufacturer narrative:
The device was returned for patient deceased. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.